Event description:
It was reproted the device was used during a sigmoid colon resection. It was reported the device was removed from the package, introduced to the bowel cavity, but the device would not fire. It appeared the staples had been partially formed. A second ax55g was opened to complete the procedure. There was no consequence to the pt.